Event description:
Boston scientific received information that during a device check inappropriate shock therapy was revealed due to noise and oversensing as a result of a possible competitor right ventricular lead fracture. This occurred on three occasions and inappropriate anti tachycardia therapy was also revealed. Further review of the right ventricular lead revealed high thresholds resulting in loss of capture and inhibition of pacing as well as out of range pacing impedances . The device was detection was programmed to off and reprogrammed to left ventricular biv only. An x-ray did not confirm a lead fracture, and a check with the pacing system analyzer (psa) noted no pacing. The following day a revision took place and the right ventricular lead was surgically abandoned and a new lead was implanted. The device was also replaced to avoid an infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.